Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that a patient experienced pain, swelling and sensitivity with medial tenderness following a subchondroplasty procedure utilizing an accufill injection. The patient was instructed to continue neurontin and pain medication for pain management. No intraoperative complications were identified and no extravasation was identified at the conclusion of the initial surgery. Attempts have been made for additional information, however, no additional information is available at this time.